Event description:
Boston scientific crm received info that this implantable rv lead became dislodged a few months post-implant. The pt had a tortuous superior-vena-cava, and it was thought by the bsc rep that due to this, the lead did not have additional slack as usual. It was reported that the leads were being repositioned around the time of the bsc rep's call to technical services. To date, there have been no reported adverse pt effects associated with this clinical observation.